Manufacturer narrative:
This report is filed on (B)(6) 2016, by (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the implant site, and subsequently discontinued use of the device. The implanted device remains insitu.